Event description:
It was reported that the procedure was to treat a lesion in an arteriovenous (av) fistula. The 8.0 x 80 mm fox plus balloon was advanced and inflated at nominal pressure; however, the balloon cracked and broke during the first inflation. After removal, a portion of balloon material remained in the vessel. An attempt was made to snare the balloon material, but was unsuccessful; therefore, a non-abbott stent was deployed to treat the lesion and to crush the balloon material to the vessel wall. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Because there was no report of leaks noted during preparation for use, this suggests that the balloon was not damaged prior to use and that the damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with a calcified lesion, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.